Event description:
A report was received that the patient¿s lead displayed high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Lead sc-2218-70 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 15 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.

Event description:
A report was received that the patient's lead displayed high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.